Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. Samples were not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. As part of continuous improvements, a corrective action has been opened to investigate and address the reported condition. The results will be documented through the corrective and preventative action plan. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Please note: per the customer, neither the product ID or lot number are available. As a result, the UDI could not be determined. The complainant indicated that the device will not be returned for evaluation as it was discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the patient turned during her bath and the foley was found disconnected. The sterility of the catheter was no longer intact. The catheter used was a brand new catheter. The catheter was cleaned with alcohol pads and then reconnected.